Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2016, the patient experienced intermittent audio alerts and an adverse event. The date of issue is an approximation. The patient reported that their low alert did not sound. The patient does not recall their blood glucose (bg) levels at the time of event but was certain that their readings went below the low thresholds that were set on their receiver. The patient reported that at around 4-5pm, they began to feel disoriented while driving, lost consciousness and their truck went off the road and scraped up against a light post. The patient vaguely recalls the sheriff and emergency personnel who attempted to get the patient out of the locked truck. The patient was taken to the hospital emergency room (ER) by the ambulance. The patient was treated with orange juice as well as an unidentified syrup. Additionally, it was reported that the hospital staff had removed the patient's dexcom system while the patient was being treated. The patient was discharged around 7-8pm. At the time of contact, the patient was doing okay and did not report any physical injuries. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found the universal serial bus (usb) door was missing. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.